Manufacturer narrative:
Investigation: batch history analysis (DHR), maintenance records, and quality, no deviations from quality and maintenance were found related to the batch and claimed defect. We received the photo and sample sent by the client for evaluation, so it was possible to conduct an investigation. The foreign matter defect, according to the photo and sample submitted by the customer, was due to a mechanical failure in the batch number printer where there was a leak corresponding to a one-off equipment failure.

Event description:
It was reported that an unspecified number of needle 18ga 1in blunt fill sla experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: the product inside its closed package is with a black spot covering all the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle 18ga 1in blunt fill sla experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: the product inside its closed package is with a black spot covering all the product.